Event description:
It was reported that during a prostate procedure, ¿excessive fiberlife¿ was observed. The procedure was completed using an alternate procedure (bi-polar). Patient outcome ¿ok¿ reported.

Event description:
Additional information received from customer on how procedure was completed: "switched to button."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).